Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported by a caregiver. The customer received low sensor scan results in comparison to laboratory glucose results. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 5 days. Initially the customer counteracted with fruit juice and sweets in response to unspecified low sensor scan results. The low readings persisted, and the customer began to experience symptoms described as seizures, nausea, and vomiting. They were unable to self-treat, prompting the caregiver to call for an ambulance. Upon arrival, a healthcare professional (hcp) measured a reading of "hi" (above the measurable range) from an hcp meter compared to a reading of 54 mg/dl from the sensor. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was admitted to the hospital and transferred to the intensive care unit (ICU). A laboratory glucose result revealed a value of 1200 mg/dl, compared to sensor readings of approximately 94¿98 mg/dl. When the results were plotted on a parkes error grid, fell into the "out-of-range" zone showing the difference in values to be clinically significant. The hcp subsequently diagnosed the customer with hyperglycemia and diabetic ketoacidosis (dka). Treatment was initiated using an unspecified infusion to stabilize glucose levels. Several hours later, another laboratory glucose test showed a value of 1000 mg/dl, while the sensor read 69 mg/dl. When the results were plotted on a parkes error grid, fell into the "out-of-range" zone showing the difference in values to be clinically significant. It was further noted that the customer will remain in the hospital for an additional 5 days for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported by a caregiver. The customer received low sensor scan results in comparison to laboratory glucose results. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 5 days. Initially the customer counteracted with fruit juice and sweets in response to unspecified low sensor scan results. The low readings persisted, and the customer began to experience symptoms described as seizures, nausea, and vomiting. They were unable to self-treat, prompting the caregiver to call for an ambulance. Upon arrival, a healthcare professional (hcp) measured a reading of "hi" (above the measurable range) from an hcp meter compared to a reading of 54 mg/dl from the sensor. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was admitted to the hospital and transferred to the intensive care unit (ICU). A laboratory glucose result revealed a value of 1200 mg/dl, compared to sensor readings of approximately 94¿98 mg/dl. When the results were plotted on a parkes error grid, fell into the "out-of-range" zone showing the difference in values to be clinically significant. The hcp subsequently diagnosed the customer with hyperglycemia and diabetic ketoacidosis (dka). Treatment was initiated using an unspecified infusion to stabilize glucose levels. Several hours later, another laboratory glucose test showed a value of 1000 mg/dl, while the sensor read 69 mg/dl. When the results were plotted on a parkes error grid, fell into the "out-of-range" zone showing the difference in values to be clinically significant. It was further noted that the customer will remain in the hospital for an additional 5 days for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.